Event description:
Account reports 1 needlestick incident with the autoshield pen needle. Account has been re-inserviced; however, rns continue to use the arm as the injection site against the recommendation of the education materials and training.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unk; unable to perform device history review. Follow up being conducted with account to better define training needs. Regulatory compliance will continue to monitor. Follow up report to be issued if further info is obtained.